Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the patient who reported that he had an urgent clinic nearby, but they were unwilling to assist with silencing the alarm and he was having trouble finding someone who could turn the pump off. Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) who reported that the patient showed up at the ER (emergency room) because his pump had been empty since (B)(6) 2019 and the alarm kept alarming. She was calling because she wanted someone to come out to help them with programming/silencing the alarm. Additional information was received later on (B)(6) 2020 from a company representative who reported that he had been paged by the ER to assist with the alarm. Per the reporter, the patient was non-complaint and he would work with the ER and the patient on resolving the issue. No further complications have been reported as a result of this event.

Event description:
Additional information was received on 27-jun-2023 from the consumer who reported that due to weight loss the pump was causing them pain and they wanted it removed as it was sticking out and also pushing on their liver. The patient requested physician listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) via a company representative who reported that the alarms were turned off by the hcp in (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, morphine, and another unknown drug via an implanted pump. On (B)(6) 2020 the patient reported that his hcp (healthcare professional) would no longer see him due to insurance reasons, so he needed to find a new hcp to silence his alarm. He confirmed it was a critical alarm and the event date was (B)(6) 2019. He stated that he knew his pump was dry. His pump had been alarming every 4 minutes and he thought it was because it was dry. The alarming was driving him nuts and he just wanted to ¿cut the pump out of him¿. He was unable to get it addressed by his previous hcp due to insurance reasons. He had gone to the ER (emergency room) another time for an unrelated issue and asked if they could do anything about the alarm but they couldn¿t. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.